Event description:
Customer hospitalized due to high blood glucose, customer had multiple no deliver alarms on pump. Troubleshooting was performed on pump and pump appeared to be functioning properly.